Event description:
Related manufacturing ref: 3005334138-2021-00315, 3005334138-2021-00316. Prior to performing transseptal access for an atrial fibrillation ablation procedure, the presence of a pericardial effusion was noted via ice. Approximately one hour into the procedure, it was noted that the effusion worsened, the procedure was halted and pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.